Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that false pause episodes were observed for an implantable cardiac monitor through merlin.net. The stored electrograms conveyed the presence of false pause electrograms as a result of undersensing below the maximum sensitivity. It was thought that the issue was dependent on the device's position. Programming changes were performed.